Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, low battery capacity on the device was noted. Upon review of the session records, technical support believes the low battery capacity measurement was false. The device will continue to be monitored, and the patient was stable with no adverse consequences.